Event description:
According to the neurosurgeon, the patient reported weakness a day after initial rns implant surgery on (B)(6) 2024. On (B)(6) 2024 the patient underwent a surgical evacuation of a hematoma located under the device. The device was removed, the hematoma was cleaned, and then the device was reimplanted. Diagnosed as a subdural hematoma.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.